Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a hypoglycemic event, resulting in medical intervention. Patient's mother reported that the patient was not wearing dexcom equipment at the time of event due to a failed sensor session during the warm up period, prior to double blood drop, on (B)(6) 2015. Sensor was inserted at buttocks on (B)(6) 2015. Patient was out of sensors at the time of the reported event. Patient's mother reported that on wednesday morning, (B)(6) 2015, at approximately 05:45am, she went to go check on her son. Patient's mother found patient in a state of an extreme low. Patient's mother reported that the patient was in active seizure. Patient's mother called 911. Patient's mother administered a glucagon injection. Patient's mother reported that glucagon was unsuccessful. Patient's mother gave patient sugar and chocolate. Patient's mother was not able to get any blood glucose (bg) readings at this time. Paramedics arrived and rushed patient to the hospital. Patient's bg reading in transport to the hospital was reported to be 80mg/dl. Patient was admitted to the hospital. Patient's mother reported that patient had several tests, including an EKG, MRI and lab work drawn. Patient's mother reported that patient was monitored and treated for two days. Patient was set to be discharged on (B)(6) 2015. At the time of contact, patient's mother reported that patient's current condition was fair. No additional event or patient information is available. It should be noted that diabetes mellitus in a known cause of hypoglycemia and seizure.